Event description:
It was reported the camera head brightness was too high and and once the brightness was turned down the camera could not focus. The issue occurred during a diagnostic procedure (nasal pharyngoscopy), which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all functional and leak tests with no problem found. A definitive root cause cannot be identified. There was no lot number provided, therefore the device service history was not reviewed. This issue is addressed in the instructions for use (IFU): "inspection before use (for ar-t10e, t12e) be sure to conduct the following inspection. If you find any abnormalities, immediately stop use. Continued use of the instrument under these conditions may cause malfunction during use.- fasten/loosen the endoscope lock knob and confirm that it rotates smoothly.- when you pinch the endoscope lock knob and the locking ring knob" page. 2 olympus will continue to monitor the field performance of this device. This report is related to linked patient identifier (B)(6).